Event description:
A nurse reported that there was no fluid when in quadrant mode during a cataract within intraocular lens implant procedure. The case was completed with no patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system. The system was tested for proper irrigation and aspiration functions. The reported event of lack of irrigation was not replicated. Unrelated to the reported event, a preventive maintenance (pm) was also performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the stm's event log showed no evidence to confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).